Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.75x20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first proximal strut; lifted and stretched. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found no damage to the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-sep-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo, with a >45 and <90 degree bend target lesion was located in a long, tortuous, and heavily calcified mid to distal left circumflex artery. Predilation was performed with a balloon catheter, with 85% residual stenosis. A 2.75x20mm promus element drug-eluting stent was advanced but the device was unable to cross the lesion. The procedure was completed with a 2.75x20mm bare metal stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage.